Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
Additional episodes of undersensing and post-paced t wave oversensing were observed on the device. No further intervention has been performed at this time.

Event description:
During a remote follow-up, episodes of post-paced t wave oversensing and undersensing were observed on the device. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.